Event description:
It was reported that the atrial lead exhibited low impedance and noise. The noise was not reproducible through isometrics. The patient was asymptomatic. The lead remained implanted and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.